Event description:
It was reported that the patient presented for a follow-up in clinic. Isometric arm movements were performed, during which noise was observed in both the right atrial (ra) and right ventricular (rv) leads. The noise on the ra lead was over-sensed, resulting in multiple inappropriate mode switches and pacing inhibition since (B)(6) 2026. Similarly, the noise on the rv lead was also over-sensed, leading to multiple noise reversion episodes over the same period. The ra lead capture threshold, p-wave amplitude, and pacing impedance were all reported to be normal. The previous pacemaker system, including both ra and rv leads, was explanted and replaced with a new system implanted on the patient¿s left side. The patient remained stable before, during, and after the procedure and was later discharged.